Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the biomedical engineer at the facility services the devices, and no on-site service has been requested of livanova. The customer has requested phone support only. The biomedical engineer at the hospital reportedly attempted to resolve the issue through replacement of the flow board but was unsuccessful. The biomedical engineer also tried switching the control panel and the issue followed the control panel. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the centrifugal pump console alarmed and displayed a negative flow icon when the flow was decreased to 1.0 lpm while attempting to turn it to 0.05 lpm during a procedure. The customer reported that the zero and max flow values were correct and that no error messages appeared. There was no report of patient injury.